Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The nurse was concerned if the hc was working properly. Gts explained that a large amount of air had entered into the disposable set and explained possible causes. Gts advised the nurse that if the error repeated to call baxter for a swap. The nurse elected to run a mock therapy to test. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).